Event description:
Clinical study. It was reported that 656 days after a coronary drug eluting stenting treatment procedure, the pt experienced angina and required a target vessel reintervention (tvr). The pt presented prior to the index procedure with an acute myocardial infarction. The lesion being treated was a 3.3mm, 72% stenosed, 19mm long portion of the mid left anterior descending (mid lad) artery. At 656 days after the index procedure, the pt experienced angina and was admitted. Plavix discontinued 4 days prior, angiography revealed in-stent restenosis of the study stent, and caused a dissection distal to the stent. The physician treated the restenosis and dissection by successfully implanting a non bsc bare metal stent due to a local dissection. Blood tests did not show a new infarction. The pt was discharged 2 days later on plavix and aspirin. The outcome is listed as resolved and in the opinion of the physician, the relationship of the event is probably related to the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.